Event description:
The serosa was manually oversewn to tighten the anastomosis. The hosp did not report bowel leakage only that the anastomosis was not tight.

Manufacturer narrative:
8/17/1998- supplementa report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The device returned for evaluation was autoclaved prior to receipt at our facility. Due to the extensive heat damage to the device it is not possible to determine the exact cause of the difficulty reported. Correction to the description of the event entered in b-5.